Event description:
It was reported the patient activated the pod but the needle mechanism did not deploy. The patient waited 5 minutes and removed the pod. The needle mechanism deployed late after the pod was removed. The patient's blood glucose levels were noted to be 160 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.